Event description:
The customer reported that the unit is failing the defib test in opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the unit is failing the defib test in opcheck. The device was evaluated at philips. The bench tech clarified the symptom as the device failed the pads ECG test in opcheck. The device did not fail the defib test as reported. The power pca was replaced to resolve the issue.